Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right microinsert had perforated her fallopian tube") and ectopic pregnancy with contraceptive device ("(B)(6) pregnant/the embryo was growing in right fallopian tube and not her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of abdominal pain lower ("severe, right, lower abdominal pain") and vaginal haemorrhage ("severely heavy vaginal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), the second episode of abdominal pain lower ("lower abdominal pain even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), back pain ("back pain even when not menstruating"), the third episode of abdominal pain lower ("severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), tooth loss ("eventually leading to the loss of a majority of her teeth"), dyspareunia ("painful intercourse , eventually leading to the inability to have the same"), vaginal infection ("chronic vaginal infections") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (partial hysterectomy and bilateral salpingectomy her uterus, both fallopian tubes removed) and essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, uterine pain, back pain, the last episode of abdominal pain lower, dysgeusia, dental caries, tooth loss, dyspareunia, vaginal infection and fatigue had not resolved and the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, pelvic pain, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain lower, the second episode of abdominal pain lower and the third episode of abdominal pain lower to be related to essure. The reporter commented: it was reported that she was (B)(6) pregnant. Unfortunately, however, the embryo was growing in her right fallopian tube; not her uterus. Consequently, she was naturally terminating the pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right microinsert had perforated her fallopian tube"), ectopic pregnancy with contraceptive device ("six weeks pregnant/the embryo was growing in right fallopian tube and not her uterus") and dental caries ("tooth decay") in a 23-year-old female patient who had essure (batch no. 626917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, groin pain, lumbar radiculitis, fibromyalgia, myofascial pain dysfunction syndrome, depression and bladder infection. Denies n/v but indorses urinary frequency, nipple sensitivity/pain as has had with other pregnancies. Previously administered products included for an unreported indication: oxycodone from (B)(6) 2008 to (B)(6) 2008, ortho evra from (B)(6) 2008 to (B)(6) 2008, trazadone, depo-provera and mirena. Concurrent conditions included nausea, tenderness breast, adenomyosis, dysuria, migraine headache, dizziness, menometrorrhagia, endometrial polyp, vaginismus, fibroids, vaginal discharge and genital pain. Concomitant products included duloxetine, escitalopram since (B)(6) 2008, ethinylestradiol;etonogestrel (nuvaring), ibuprofen from (B)(6) 2012 to (B)(6)2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2008, naproxen, prazosin, propranolol from (B)(6) 2011 to (B)(6) 2011 and trazodone hydrochloride (desyrel) from (B)(6) 2008 to (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("severely heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhoea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation, abnormal bleeding (menorrhagia)") and fatigue ("chronic fatigue"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse , eventually leading to the inability to have the same"). On (B)(6)2008, the patient experienced dental caries (seriousness criterion medically significant) and tooth loss ("eventually leading to the loss of a majority of her teeth"). In (B)(6) 2012, the patient experienced the first episode of abdominal pain lower ("severe, right, lower abdominal pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("abnormal menstruation"), the second episode of abdominal pain lower ("lower abdominal pain even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), back pain ("back pain even when not menstruating"), the third episode of abdominal pain lower ("severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in mouth") and vaginal infection ("chronic vaginal infections"). The patient was treated with blood transfusion, auxiliary products, surgery (partial hysterectomy and bilateral salpingectomy her uterus, both fallopian tubes removed) and tooth extraction. Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device and uterine leiomyoma outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, uterine pain, back pain, the last episode of abdominal pain lower, dysgeusia, dental caries, tooth loss, dyspareunia, vaginal infection and fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, pelvic pain, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain lower, the second episode of abdominal pain lower and the third episode of abdominal pain lower to be related to essure. The reporter commented: it was reported that she was six weeks pregnant. Unfortunately, however, the embryo was growing in her right fallopian tube; not her uterus. Consequently, she was naturally terminating the pregnancy. There were the following number of coils visible in the uterine cavity: right 5, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2008: results: negative. Hysterosalpingogram - in (B)(6) 2008: results: full occlusion fallopian tubes.; on (B)(6) 2008: results: total bilateral occlusion. Pathology test - on (B)(6) 2012: results: myometrium with adenomyosis. Fallopian tubes with no histologic abnormality. Benign cervix. Secretory phase endometrium, negative for hyperplasia and carcinoma. Pregnancy test - on (B)(6) 2008: results: positive. Pregnancy test urine - on (B)(6) 2010: results: negative. Ultrasound scan vagina - on (B)(6)2008: results: normal transabdominal and transvaginal pelvic ultrasound without ultra sonographic evidence of ovarian torsion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record;abdominal pain lower, pelvic pain, cramping, low back pain, dyspareunia, vaginal bleeding, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right microinsert had perforated her fallopian tube"), ectopic pregnancy with contraceptive device ("six weeks pregnant/the embryo was growing in right fallopian tube and not her uterus") and dental caries ("tooth decay") in a 23-year-old female patient who had essure (batch no. 626917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: oxycodone from (B)(6) 2008 and ortho evra from (B)(6) 2008. Concomitant products included escitalopram since 22-apr-2008, medroxyprogesterone (depo provera) from (B)(6) 2008, propranolol from 1-apr-2011 to 16-may-2011 and trazodone hydrochloride (desyrel) from (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("severely heavy vaginal bleeding, abnormal bleeding (vaginal)") and menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation, abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). On (B)(6) 2008, the patient experienced dental caries (seriousness criterion medically significant) and tooth loss ("eventually leading to the loss of a majority of her teeth"). In (B)(6) 2012, the patient experienced the first episode of abdominal pain lower ("severe, right, lower abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menstrual disorder ("abnormal menstruation"), the second episode of abdominal pain lower ("lower abdominal pain even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), back pain ("back pain even when not menstruating"), the third episode of abdominal pain lower ("severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse , eventually leading to the inability to have the same"), vaginal infection ("chronic vaginal infections") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (partial hysterectomy and bilateral salpingectomy her uterus, both fallopian tubes removed). Essure was removed on 16-jul-2012. At the time of the report, the fallopian tube perforation and ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, uterine pain, back pain, the last episode of abdominal pain lower, dysgeusia, dental caries, tooth loss, dyspareunia, vaginal infection and fatigue had resolved. The reporter considered back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, pelvic pain, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain lower, the second episode of abdominal pain lower and the third episode of abdominal pain lower to be related to essure. The reporter commented: it was reported that she was six weeks pregnant. Unfortunately, however, the embryo was growing in her right fallopian tube; not her uterus. Consequently, she was naturally terminating the pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 12-jul-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number (626917) added. Concomitant medications added. Event onset dates and outcomes updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right microinsert had perforated her fallopian tube"), ectopic pregnancy with contraceptive device ("six weeks pregnant/the embryo was growing in right fallopian tube and not her uterus") and dental caries ("tooth decay") in a 23-year-old female patient who had essure (batch no. 626917) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2, groin pain, lumbar radiculitis, fibromyalgia, myofascial pain dysfunction syndrome, depression and bladder infection. Denies n/v but indorses urinary frequency, nipple sensitivity/pain as has had with other pregnancies. Previously administered products included for an unreported indication: oxycodone from (B)(6) 2008 to (B)(6) 2008, ortho evra from (B)(6) 2008 to (B)(6) 2008, trazadone, depo-provera and mirena. Concurrent conditions included nausea, tenderness breast, adenomyosis, dysuria, migraine headache, dizziness, menometrorrhagia, endometrial polyp, vaginismus, fibroids, vaginal discharge and genital pain. Concomitant products included duloxetine, escitalopram since (B)(6) 2008, ibuprofen from (B)(6) 2012 to (B)(6) 2014, medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2008, naproxen, nuvaring, prazosin, propranolol from (B)(6) 2011 to(B)(6) 2011 and trazodone hydrochloride (desyrel) from (B)(6) 2008 to (B)(6) 2008. In 2008, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("severely heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhoea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation, abnormal bleeding (menorrhagia)") and fatigue ("chronic fatigue"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse , eventually leading to the inability to have the same"). On (B)(6) 2008, the patient experienced dental caries (seriousness criterion medically significant) and tooth loss ("eventually leading to the loss of a majority of her teeth"). In(B)(6) 2012, the patient experienced the first episode of abdominal pain lower ("severe, right, lower abdominal pain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation"), the second episode of abdominal pain lower ("lower abdominal pain even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), back pain ("back pain even when not menstruating"), the third episode of abdominal pain lower ("severe abdominal cramping even when not menstruating"), dysgeusia ("metallic taste in mouth") and vaginal infection ("chronic vaginal infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (partial hysterectomy and bilateral salpingectomy her uterus, both fallopian tubes removed). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device and uterine leiomyoma outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, uterine pain, back pain, the last episode of abdominal pain lower, dysgeusia, dental caries, tooth loss, dyspareunia, vaginal infection and fatigue had resolved. The reporter considered back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, menorrhagia, menstrual disorder, pelvic pain, tooth loss, uterine leiomyoma, uterine pain, vaginal haemorrhage, vaginal infection, the first episode of abdominal pain lower, the second episode of abdominal pain lower and the third episode of abdominal pain lower to be related to essure. The reporter commented: it was reported that she was six weeks pregnant. Unfortunately, however, the embryo was growing in her right fallopian tube; not her uterus. Consequently, she was naturally terminating the pregnancy. There were the following number of coils visible in the uterine cavity: right 5, left 3. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2008: negative. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; in (B)(6) 2008: full occlusion fallopian tubes. Pathology test - on (B)(6) 2012: myometrium with adenomyosis pregnancy test - on (B)(6) 2008: positive pregnancy test urine - on (B)(6) 2010: negative ultrasound scan vagina - on (B)(6) 2008: normal transabdominal and transvaginal pelvic on (B)(6) 2008 ultrasound scan vagina was performed having result normal transabdominal and transvaginal pelvic ultrasound without ultra sonographic evidence of ovarian torsion. On (B)(6) 2012 pathology test was done having result uterus, cervix, and bilateral tubes, hysterectomy and bilateral salpingectomy: myometrium with adenomyosis. Fallopian tubes with no histologic abnormality. Benign cervix. Secretory phase endometrium, negative for hyperplasia and carcinoma. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record;abdominal pain lower, pelvic pain, cramping, low back pain, dyspareunia, vaginal bleeding, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant medication added. Following event: tumor / teratoma / cancer type: fibroid were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.